Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 4 months. The pump was not available for analysis. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a decreased level of consciousness. When the patient condition worsened, a CT scan was performed which revealed a large hemorrhagic cerebrovascular accident (cva). The patient's inr was not provided. Support was withdrawn and the patient expired on (B)(6) 2015. The pump will not be returned for evaluation.